Event description:
The device was used during an unspecified procedure. Reportedly, the needle broke. The surgeon used another instrument to complete the precedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/20/1998-supplemental report #1 submitted to FDA.